Manufacturer narrative:
(B)(4). G2: foreign - event occurred in united kingdom. E1: telephone- (B)(6). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during kit inspection before surgery the handle was unable to advance carrier forward and handle is unable to fully go on. No patient impact noted as event was before surgery due diligence is complete as multiple attempts were made; however, no further information is available. As no additional information is available, we are unable to provide further information.